Manufacturer narrative:
(B)(4). During the visual inspection of the suture, it could be observed the sides of the fixation tab broken and the body of the suture split in the middle. In addition, the barbs presented degradation and damaged due to the use and exposure to the environment. The suture is absorbable and the time of exposition to environment cannot be determined and additional test could not be performed due to the condition of the sample received. According to the sample condition, we are unable to investigate further. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Initial procedure date what tissue was the stratafix symmetric suture used on? Where did the suture start (top to bottom or bottom to top)? What was the condition of the tissue (weak, healthy, diseased)? What was the date of the second procedure? Did the suture break into 2 pieces in the middle? Do you have a photo of the split suture? Was there any predisposing factor prior to the event (cough, fall, etc)? What is the surgeon opinion of the causative factors for the breakage post op? What are the patient weight, bmi, medical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a total knee replacement procedure on (B)(6) 2017 and the suture was used. Approximately three weeks post implantation, the patient experienced a wound dehiscence and had to return to surgery for wound closure. Upon inspecting the wound, the surgeon found that the suture had split in the middle and caused the dehiscence. The suture was removed. It was reported that the patient had to return for second procedure to have wound closed. Additional information has been requested.